Event description:
Report received from the USA regarding a motor device in which it was observed that the "sheath is torn about 18 inches from where the device is plugged in" and as a result wires are exposed. According to the report, the alleged defect occurred in a training laboratory. No injuries or medical interventions were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).